Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A customer reported to fresenius (B)(4) that a 2008k machine experienced a leak while a patient was in treatment. The patient completed treatment on the same machine without incident. There was no indication of patient harm, or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection, the technician found that the ultrafiltration (uf) pump and heat exchanged was damaged and leaking. The technician replaced the uf pump and heat exchanger. Additionally the technician adjusted the uf volume and completed functional tests to verify the equipment no longer presented any failures and leaks. The tests were completed successfully without failures. The machine was rinsed and disinfected with puristeril. The equipment is left functioning correctly. No sample available. This report was received from a list supplied by fresenius (B)(4).